Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Analysis was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The insulin pump was received with all operating currents within spec and passed the rewind, unexpected restart error test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked case at the display window corners and broken battery tube threads.

Event description:
The customer reported via phone call that the top of the reservoir compartment broke into two. The customer also reported that the put tape to hold the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.